Event description:
It was reported that during implant of a bifurcated device, and a suprarenal aortic extension, and two limb extensions, a leak was observed from the distal end of the bifurcated device. Reportedly, deployment of the devices was uneventful, followed by ballooning of the devices; however, repeat angiogram showed a distal endoleak. Ballooning of the bifurcated limbs was also performed, and repeat angiography showed a blush coming out from the bifurcated main body distal end. The physician elected to implant an additional bifurcated to reline the previously implant, with good result. The patient was reported to be doing well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in the patient.

Manufacturer narrative:
The device remains implanted in the patient hence, device evaluation could not be performed. Based upon the investigation findings, the reported event is inconclusive. Medical records or images were not provided for clinical assessment. There were two still photos available for review that showed evidence to substantiate an endoleak. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar event. The product labeling was reviewed, and confirmed that the reported event is adequately captured in the existing labeling. Based upon investigation findings, a root cause for the reported issues could not be identified. Based upon the investigation findings, a root cause could not be conclusively determined.